Manufacturer narrative:
Site operating room (or) coordinator, c.r., declined to provide patient information. The conference call with medtronic technical services to troubleshoot occurred after the screw position confirmation. Return requested. Replacement network bulkhead connector shipped to site (B)(6) 2016. Medtronic investigation of returned suspect network bulkhead connector finds that one side wall of the connector has been broken out with bent and broken leads inside. Connector - damaged, pin bent/missing. Failure: physical damage. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported there was an incision made prior to abandoning navigation. The system stopped communicating right before the confirmation spin. They used the imaging system to take 2d ap and lat images to confirm screw placement. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site could not successfully get their imaging system and their navigation system to communicate. Their imaging system was positioned around the patient, however, there was a red x indicated for the navigation system and an orange line on set-up equipment task. There were no unused spins. As the surgeon was confirming, just had the radiographic technologist (rt) shoot 2d fluoro. In trouble-shooting, confirmed the navigation system was configured with the information the imaging system had reflected. Changed the imaging system gateway to 10.36.60.1, unsuccessfully attempted to verify. Multiple network cables were used, issue was not resolved. The surgeon opted to abandon navigation, however, used the imaging system fluoro to place screws. The surgeon completed the procedure with the use of the imaging system. Delay in therapy was less than five minutes. There was no impact on patient outcome.